Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into the emergency department (ed) on (B)(6) 2025, after having previously called from home because low battery power alarms on fully charged batteries and could not have the system controller perform a self-test. The site had the patient ensure that the battery and battery clip terminals were clean and had the patient switch battery clips. Examination of the log files at the site indicated that there was a miscommunication on the black power cord. While in the ed, the site was also unable to perform a self-test on the system controller until the third try. The system controller was exchanged. The site noted that it was the third time something like this had happened to the patient. Following review, log files contained data from (B)(6) 2025 at 22:19:12 to (B)(6) 2025 at 18:20:46. A no external power event was recorded on (B)(6) 2025 at 22:19:23, which appeared to have been accidental as the patient was attempting to switch power sources. The emergency backup battery (ebb) supported the system during the events, and motor function was not affected. The log files additionally recorded several low power advisory events while connected to battery power on (B)(6) 2025, which were associated with a brief reduction in the relative state of charge (rsoc) signal values. A voltage reduction was not recorded during the events. The reduction in the signal value had caused the low power advisory alarms. As of (B)(6) 2025, the site had continuing issues in the ed and was unable to put the system controller into a self-test until the third attempt. The log files seemed to indicate that the black power cord was having an issue with the rsoc voltage readings, intermittently. Historically related MFR of this happening in the past: 2916596-2024-05370 and 2916596-2024-06196.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a low voltage alarm and a no external power alarm were both confirmed via the log file; however, the reported event of a self-test being difficult or unable to perform was not confirmed. The log file captured a no external power alarm on 26jun2025; this alarm appeared to have been caused by both power cables becoming disconnected from external power, and the alarm resolved within a few seconds when power was restored to the system. A few low voltage advisory alarms were also intermittently captured on 28jun2025 ¿ 29jun2025. These alarms appeared to have been caused by the voltage within the black power cable briefly fluctuating below the alarm threshold, and these alarms resolved within a few seconds. No other notable events were observed, and the pump operated as intended throughout the data. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Multiple self-tests were able to be performed on the controller without issue, and the controller¿s power cables and voltage monitoring functionalities were found to be working as intended. Issues with the controller were unable to be reproduced throughout all testing, and the controller operated alongside a mock loop as intended. The root cause of the observed no external power alarm appeared to have been user error in disconnecting both power cables from external power. The root causes of the observed voltage changes within the log file, causing low voltage advisory alarms to occur, and the reported self-test issue, were unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users on how to properly perform a system controller self-test. Users are encouraged to perform at least one self-test per day to ensure the function of the controller¿s audible and visual alarms. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook (section 3 ¿powering the system¿) instructs users on how to correctly connect to a new power source when switching power sources. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including power cable disconnect, low voltage, and no external power alarms. Users are instructed to connect their disconnected / faulty power cable to a working power source in the event of a power cable disconnect/low voltage advisory alarm. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.